Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient unplugged the monitor to move it, and the plug in part of the power cord broke off. No troubleshooting indicated. The monitor was replaced. No patient complications have been reported as a result of this event.